Manufacturer narrative:
(B)(6). Evaluation was not possible, as the devices were not returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. There are no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the blade broke at the flexible port of the inner cannula during use. This occurred with 3 different blades over the course of two surgeries. The broken pieces were completely removed from the surgical site and the procedures were successfully completed using a back-up device. No patient injury or other complications were reported. Report 2 of 3.